Manufacturer narrative:
B3-date of event is estimated. A4-patients weight is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported patient system may be explanted due to unknown reason.

Manufacturer narrative:
Ipg is no longer reportable.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted due to ineffective therapy. Therefore, the ipg is no longer reportable.